Event description:
It was reported to boston scientific corporation in 2009, that a wallflex partially-covered esophageal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure performed the same day. According to the complainant, excessive force was applied during advancement of the stent. When the stent was pushed distally, it fell into patient's stomach. The physician attempted to remove the stent by pulling the retension suture at the proximal end, however, the suture broke. The stent was re-positioned successfully across the esophageal stricture after pulling up on the proximal barbs of the stent. The procedure was completed with the same wallflex partially-covered esophageal stent. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Other (retention suture break). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.